Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 800 synchron clinical system produced erroneous results. Three pt samples produced erroneous results for sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc). The erroneous results were not reported outside of the lab. There are no reports of death or serious injury related to this event. The sys had been on stand-by for approx 3.5 hours when a rack of samples was loaded. The lap personnel questioned the data when the results on the first 3 samples were either higher than the reference range or suppressed due to out of instrument range high or sample reference drift. When the samples were repeated, the results were normal. The samples were repeated again to confirm the second results. A bci field svc engineer (fse) visited the site and could find no malfunctions in the sys.

Manufacturer narrative:
A fse evaluated the sys and could find no malfunctions. A root cause has not been identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events. This MDR is related to the following mdrs that have been reported: MDR 2050012-2008-00021. MDR 2050012-2008-00021 was filed on (B)(4) 2008 for the elevated potassium levels for samples 1 and 2 only. This MDR is intended to cover the other data listed above.